Event description:
Device malfunction: device #2 suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a suture break occurred while advancing the knot. A second proglide device was used with the same results. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
Device #1: part #12673-03, lot # unk indicated is being filed under medwatch MFR # 2953144-2009-01680. The customer reported the device was discarded. The lot # was not identified; therefore, a device history record review could not be performed.